Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,500 ohms resulting in activation of the lead safety switch (lss). A field representative indicated that impedance was high five months ago and has been high ever since. In addition, noise was observed in events. Boston scientific technical services (ts) suggested an x-ray to asses lead. An investigation was performed and indicated that the cause was undetermined and will continue to monitor patient. However, additional information received that the rv lead was explanted. An insulation issue was believed to the cause however was not conclusively determined. The rv lead was no longer in service. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.